Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis on (B)(6) and needs stay safe 1.5% solution for on-site delivery (osd). In additional follow-up, the patient¿s pd nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2024 due to symptoms of abdominal pain. The patient had a pd culture obtained (the same day) and the patient was initiated on antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) while culture results were pending. Per the nurse, the pd culture resulted with growth of yeast on (B)(6) 2024. Additionally, it was reported that the patient¿s abdominal pain persisted (despite antibiotic treatment). Therefore, the patient was sent to the hospital (and admitted) for further management medical of peritonitis as the patient needs anti-fungal therapy and possible pd catheter (not a fresenius product) removal. No further details about the hospitalization were available when follow-up was performed. The exact cause of the peritonitis was not able to be identified by the pd nurse. However, it was stated that the patient did not have any product malfunctions in relation to the peritonitis event. It was reported that the patient¿s doctor suggested that the fungal peritonitis may have been caused by the pd catheter.